Event description:
It was reported that the programmer was stuck on a black screen while in use. Recycling power, unplugging the keyboard, and unplugging the radio frequency head did not resolve the issue. It was also reported the programmer will not boot. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that initially the programmer comes up with a white screen but eventually displays an error. Another error occurred during attempt to download software. It was also noted that the power cord was missing.